Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that no causes or contributing factors for the event were identified. The pipeline failed to open in the distal section. The pipeline was placed in a section that was, "a bit curved, but there was no straighter position available for placement." An additional step taken in an attempt to open the pipeline was retrieving and redeploying which still did not work.

Event description:
Medtronic received a report of a pipeline that failed to open and alleged deformation damage. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the c6 segment with a max diameter of 5mm and a 4mm neck diameter. It was noted the patient's vessel tortuosity was severe. The landing zone (artery size) was 4.5mm distal and 5mm proximal. The angiographic result post procedure was, "c6 aneurysm." No images are available for review. It was reported that during withdrawal of the microcatheter , the stent failed to open in the cerebral vessel, and the tip end of the stent presented a y-shaped configuration. Continued deployment to 15 mm still failed to achieve opening. After pulling back to the internal carotid artery, the tip end remained flattened. The device was retrieved once and attempted to open at the end of internal carotid artery, but it still failed to open. A new stent was selected for replacement. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for any indication that is not approved (off-label).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.